Event description:
It was reported that during a device change out due to eri, externalized conductors were observed. There ware no electrical anomalies noted. The lead remains implanted. There were no adverse event for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.